Event description:
Clinical study. It was reported that 254 days after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis (st). Target lesion 1 was 10 mm long and was identified in the proximal left anterior descending artery with 75% stenosis and a 3.0 mm reference vessel diameter. The physician treated the lesion with direct placement of a taxus express2 8.8% 3.0 x 16 mm stent. Residual stenosis was 0% following post-dilation. The patient was discharged the next day on aspirin and plavix. After 254 days, the patient was admitted with unstable angina. The patient had a non-st elevation mi. Per admission summary, an initial ECG showed sinus bradycardia with nonspecific st-t wave changes. Admission enzymes, which were the peak enzymes, did not meet guideline definition for mi. Of note, several weeks prior to this admission, the patient stopped taking plavix because he had not followed up with his cardiologist after his stenting procedure, and he had run out of refills on his prescription. At the time of admission, the pt was still taking aspirin. A subacute stent thrombosis was suspected and the patient was loaded with plavix, continued on aspirin, and started on lovenox. The next day, coronary angiography revealed lmca 30-40% stenosis, lad diffuse 30% in-stent re-stestenosis of multiple previously placed stents; proximal edge of most proximal stent "had some slight haziness suggestive of residual thrombus;" 40% focal in-stent re-stenosis of the proximal end, lcx 60-70% stenosis of l-av at the take-off of a small om, rca "slight haziness in proximal portion" "possibly suggesting residual thrombus;" no discrete stenosis, lvef 65-70%. A thallium stress test performed on the next day revealed a small fixed antero-septal defect, but no evidence of ischemia. The patient was discharged the next day "on optimal medical therapy" (including aspirin and plavix) and was asked to quit smoking. In the opinion of the physician the relationship of the st to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experience with this complaint incident.